Manufacturer narrative:
(B)(4). Batch # n53f3a. The analysis found that one pce60a device was returned in good visual condition and with no cartridge reload present. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hyperthermic intraperitoneal chemotherapy (hipec) procedure, the stapler was fired once successfully. On the second firing the device would not fire. The battery was taken out and re-inserted. Another load was inserted. The third firing was successful. The fourth firing again did not fire. The stapler was firing across small bowel and mesentery. The case was completed using another device of the same product code. There were no patient consequences reported.